Event description:
It was reported that during the coil embolization procedure, the physician placed the coil (subject device) into the aneurysm. The proximal part of delivery wire of the subject coil broke and the physician was unable to detach the subject coil. The physician removed the subject coil from the patient anatomy. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
H3 device evaluated by mfg: updated. H3 summary attached: updated. H4 manufacturing date: added. D4 expiration date: added. D10 product available to stryker: updated. D10 returned to manufacturer on: updated. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was seen to be kinked/bent. The coil proximal contact was seen to be broken. The main coil was intact. The functional inspection was not carried out due to a break on the proximal contact. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer the subject coil could not be detached. It was also reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush maintained throughout the procedure. During device analysis, the coil delivery wire was found to be kinked/bent and the coil proximal contact was found to be broken. The main coil was found to be intact. In the case of this complaint, it is likely that the delivery wire and proximal contact damage was caused due to handling when inserting the device into the detachment system causing the reported detachment failure. Therefore, the as reported ¿main coil failed/unable to detach, as well as the as analyzed ¿coil delivery wire kinked/bent¿ and ¿coil proximal contact wire broken/fractured¿ will be assigned handling damage as this complaint appears to be associated with handling of the product or portion of the product during the procedure, a probable cause of handling damage was assigned. The as reported ¿coil delivery wire broken/fractured during use¿ will be assigned not confirmed as the coil delivery wire was returned and no breaks were found present during device analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the coil embolization procedure, the physician placed the coil (subject device) into the aneurysm. The proximal part of delivery wire of the subject coil broke and the physician was unable to detach the subject coil. The physician removed the subject coil from the patient anatomy. No clinical consequences were reported to the patient due to this event.